Event description:
The customer reported to olympus, the video system center had an e333 touch screen error. The issue was an open box failure found during installation. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error 333" was caused by the wire harness of the frontal panel was not properly secured. Olympus will continue to monitor field performance for this device.